Event description:
It was reported that the user¿s ilet app did not show the freestyle libre 3 plus sensor as paired while the ilet indicated pairing, consistent with an intermittent communication issue involving the electrical/magnetic subsystem and antenna; guided troubleshooting to force close the app and cycle bluetooth resolved pairing, and the user¿s glucose was 62 mg/dl, which the user treated with fast-acting carbohydrates. Symptoms included hypoglycemia with sweatiness. Outcomes included no lasting health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.